Event description:
After placed into the patient the catheter did not function as expected. No other catheter was used. Manufacturer response for intravascular ultrasound, 0.035in x 90cm visions pv digital ivus catheter w/ markers (per site reporter).